Event description:
It was reported that during implant, the lead exhibited low lead impedance values and poor r wave measurements. The lead was explanted and replaced. Patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.